Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a cgm accuracy issue. At around noon, the patient¿s cgm and tandem insulin pump were reading low mg/dl. The patient self-treated with sprite and two doses of baqsimi (nasal glucagon). The patient also began vomiting. The patient went to the emergency room (ER) for evaluation. Once at the ER, the patient¿s cgm was still reading low mg/dl, and the bg meter reading was 906 mg/dl. The patient was diagnosed with dka and admitted to the hospital. The patient's bg meter readings were monitored every 2 hours, and she was treated with IV fluids, as well as long and short acting insulin. The patient was ¿stable¿ but still hospitalized at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.